Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported, on an unknown date, a chemosafelock vial adapter was found to have foreign matter, which is gray in color, in the vial bottle. There was no patient harm reported.